Event description:
It was reported that the patient alert was triggered. Upon interrogation, it was found that the device had started to measure the high voltage superior vena-cava (svc) impedance on a lead that does not have an svc coil. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did perform as described in the field action.